Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test,rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 3 days. Battery was removed form pump and monitored for 10 minutes. The insulin pump powered up properly after insertion of the battery and no pump error alarms were noted. The power graph analysis confirmed low battery alarms, power loss and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched display window and case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm and frequent low battery alert in less than a week. Blood glucose level at the time of the incident was 218 mg/dl. Troubleshooting was performed. Troubleshooting was done. The insulin pump was returned for analysis.